Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had a scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted into the emergency room due to high blood glucose, diabetic ketoacidosis and coma on (B)(6) 2019 with blood glucose of 300 mg/dl. Customer stated that the another blood glucose was 400 mg/dl at the time of event. Customer was treated with the intravenous drip and now on just manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.